Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a crack in the line while infusing blood. There was no report of patient harm.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a cracked tubing set was confirmed. Initial visual inspection did not reveal any discernible signs of damage or abnormalities on the set. Functional testing observed a leak near the base of one of the valves. Under magnification, a thin crack spanning the length of one of the female luers from base to tip was observed. The cause of the cracked component was not identified.